Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis and angina occurred. In (B)(6) 2015, the patient presented with non st elevation myocardial infarction (nstemi). Subsequently, a 2.25 x 16.00 mm promus element stent was implanted in the distal left anterior descending artery (lad). In (B)(6) 2017, the site reported an event of angina. On the following day, the patient was hospitalized. Percutaneous coronary intervention (pci) to distal lad was performed in response to the event to treat the conservatively assessed in-stent restenosis of the previously implanted promus stent. Two days later, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.